Event description:
Aerogen syringes seem to be defective. They come with the medication pre-filled for use in alaris pump with aerogen setup for continuous nebulization use with the vent. When I took the cap off the syringe, hooked it to the tubing, and turned it upside down to hook it up through the alaris, the medication solution was free flowing out the bottom and overfilled the nebulizer cup. Medication spilled on the equipment and on the floor. When I took the syringe out to troubleshoot, medication was still dripping freely out of the bottom of the syringe. Upon inspection, the syringe plunger was not holding. This happened with another dose from the same batch that was delivered, and then a dose from the next batch from pharmacy as well. Reference reports: mw5120407, mw5120409.